Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent strut was exposed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. A mid strut was noted to be lifted from its crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis describe event or problem updated. Lot number, expiration date, device manufacture date updated. (A2) age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent strut was exposed. There were no patient complications nor injuries reported. It was further reported that the procedure was completed with another stent.

Manufacturer narrative:
Describe event or problem updated. Lot number, expiration date, device manufacture date updated. (A2) age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent strut was exposed. There were no patient complications nor injuries reported. It was further reported that the procedure was completed with another stent.